Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that the spring bar of an aviator two level plate fractured and a screw migrated post-operatively. The patient will be monitored and revision surgery has not been scheduled at this time. This report will capture the plate.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that the spring bar of an aviator two level plate fractured and a screw migrated post-operatively. The patient will be monitored and revision surgery has not been scheduled at this time. This report will capture the plate.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record remains implanted. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. It was reported that the spring bar of an aviator two level plate fractured and one screw at c4 migrated post-operatively which was confirmed by the x-ray provided. The patient will be monitored and revision surgery has not been scheduled at this time. Initial surgery was performed in mid november 2021. Patient had not fused. Construct spanned from c4-c6 and the angle of the plane was not difficult. Per email correspondence with sales rep, there were no complications during the initial surgery. Plate was not bent to fit the patient's anatomy, screw hole was prepared using drill bit, variable angle drill guide was used, no excess force was applied during the initial surgery, surgeon confirmed that the screws were below the spring bar before tightening blocker, surgeon did not face any difficulty while rotating the blocker and the gold tab on the blocker was confirmed to be aligned with the groove located between the two screws to confirm locking. Patient was not performing any heavy lifting and was wearing a neck collar. Patient did not experience any fall/ trauma after the initial surgery. The surgical technique was reviewed: ¿do not cantilever the guide during removal from the plate as it can damage the locking mechanism. When screws are fully inserted within the allowed range of angulation, the spring bar can then expand over the screw head.¿ since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include screw not being below the spring bar before blocker tightening/ blocker not locked completely between the two screws leading to fracture of the locking ring and subsequent migration of screw.

Event description:
It was reported that the spring bar of an aviator two level plate fractured and a screw migrated post-operatively. The patient will be monitored and revision surgery has not been scheduled at this time. This report will capture the plate.